Manufacturer narrative:
The act button responded intermittently due to a flattened button dome switch. No unlocked lcd keypad connector was noted. No frozen screen or constant tone alarms were noted. The pump was received with minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant alarm that could not be cleared. The display was frozen as well. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the time clock would not progress. The buttons were unresponsive. The customer changed the battery but the time clock still remained frozen. The insulin pump will be returned for analysis.